Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, no problem was detected, and a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E1 - phone number: (B)(6)

Event description:
It was reported that the gastrointestinal videoscope had near focus issues and no image. The issues were found during sedation in a diagnostic gastroscopy procedure that was completed with the same device. There were no reports of patient harm.